Event description:
A cartridge alarm, specifically alarm 20, was reported by a caller. There was no adverse impact to the customer's blood glucose level as it did not exceed critical thresholds. The issue occurred during the load process, and the customer followed the necessary procedures correctly. Although the pump was out of warranty, tandem technical support confirmed consecutive cartridge alarms and decided to replace the pump. The customer opted to use multiple daily injections as a backup therapy to ensure insulin delivery was not interrupted and expressed interest in obtaining a loaner pump.